Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic ring of two (2) 3.0mm couplers came loose from the device. The rings where the vein attaches came loose during free flap procedure prior to the surgeon readiness. A third 3.0mm coupler with a different lot number was then opened and used with no issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.